Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed, because no sample was sent to the service repair shop in melsungen for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. A follow-up report will be provided once investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in shanghai: "overinfusion". "The child, (B)(6), was a premature infant with poor self-feeding and needed parenteral nutrition. At 13:00 on (B)(6), parenteral nutrition was changed for the child on the same day. The infusion pump was used, the liquid speed was 10.8ml/h, and the total amount was 259ml. At 15:20, the nurse found that the infusion bag was empty. Stopped infusion immediately (infusion pump shows 10.8ml/h). At this time, the child's temperature was 38.1 ° c. Heart rate was about 190 beats / min, breathing was about 50 beats / min, spo2 was about 93%, blood pressure was 54 / 25mmhg. The responsible nurse closely monitored the vital signs and urine volume of the children, and did not report in time. At 16:30, the patient's temperature was 37.4 ° c, heart rate was about 175 beats / min, breathing was about 40 beats / min, spo2 was about 93%, blood pressure was 57 / 26mmhg, urine volume was acceptable. 20.8 mmol / l blood glucose was monitored at 18:40, and the responsible nurse immediately reported to the head nurse. 1 mg furosemide injection was given intravenously at 19:00. At 19:20, 0.5u insulin injection was given intravenously according to the doctor's advice. At 20:00, the patient's temperature was 37 ° c. One hour after furosemide injection, the urine volume was 63 ml, the heart rate returned to normal about 163 beats / min, the breathing rate was about 35 beats / min, spo2: 94%, and the blood pressure was 61 / 28 mmhg. At 21:30, the blood glucose of 2.9mmol/l was monitored. The patients in the 16.6% glucose injection group were infused intravenously according to the doctor's advice, and the liquid velocity was 3m / l. From 22:00 on may 13 to 6:00 on may 14, the child's body temperature was 36.7 ~ 37 ° c, heart rate was 134 ~ 155 beats / min, breathing was 30 ~ 46 beats / min, systolic blood pressure was 61 ~ 75mmhg, diastolic blood pressure was 24 ~ 35mmhg, blood glucose was 2.9 ~ 8.1mmol/l. The patient's vital signs were stable, mental reaction was acceptable, and urine volume was acceptable." No sample or picture provided.